Event description:
Pb980 ventilator, while running on pt, had a background fault and went inop. The pt was hand ventilated while the respiratory therapist attempted to troubleshoot the vent. The vent was switched out and pulled from service. Pt had a desaturation and bradycardia but recovered well with hand ventilation. Baby is stable on a new vent. FDA safety report ID# (B)(4).